Event description:
It was reported that high impedance was observed on the right ventricular lead. Isometrics could not confirm noise or other impedance anomalies. The device was interrogated again on (B)(6) 2017 and normal impedance was measured. The patient would continue to be monitored.